Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cat¿s scar had an inflammation four weeks following a castration.